Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons were unresponsive due to corroded keypad traces. No further testing could be completed. The insulin pump was received with cracked case near liquid crystal display window corner, cracked window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and stained address/serial number label.